Manufacturer narrative:
Device eval summary: device evaluation of monitor (B)(4) has been completed. The reported problem (add gel/replace belt messages) was confirmed. Upon evaluation, the monitor detected an electrode belt when no belt was connected. The cause for the monitor detecting a false belt connection was due to a film coating contaminating the auxilliary board and the white cables. Once the auxilliary board was replaced, the unit functioned properly. No adverse event resulted from the contamination on the monitor.

Event description:
A (B)(6) distributor returned a monitor to zoll reporting that it showed "add gel/ replace belt" messages when no electrode belt was connected.